Event description:
It was reported that the pt experienced a loss of therapeutic effect following an unrelated bladder surgery performed on (B)(6) 2011. The pt's implantable neurostimulator did not work after that time. The pt was also "shocked" by the device while sleeping. It was later reported that the pt was to set up an appointment with the MFR rep to reprogram the device. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient met with a manufacturer¿s representative and a healthcare provider (hcp) on (B)(6) 2011. The patient was given 4 new programs. The patient experienced these programs as stimulation in the "correct" location and without shocking. The patient reported no shocking sensation and a greater than 50% improvement in symptoms. The patient will follow up with her hcp in 6 months.